Event description:
The technician alleged the side rail cannot raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found the corner of the side rail mounting bracket is bent blocking the side rail arm from raising. The technician straightened the side rail mounting bracket to resolve the issue.